Event description:
Caller states that he received a result of 264mg/dl on the device and took 2 units of insulin. He reports that an hour later he tested at 45mg/dl at the lab. He felt shaky and ate half of a roll of glucose tablets to elevate his blood glucose. Comparison falls in section d on consensus error grid which is outside acceptable limits. Quality controls were run and fell outside acceptable ranges. Requested return of suspect device and replacement was sent.